Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. It was unable to perform the displacement test or verify the motor position encoder error alarms due to motor error alarms. Device had cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error after it was exposed to an MRI. Blood glucose value was 222 mg/dl. The drive support cap is recessed. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.